Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc board and system software were evaluated and upgraded. The system was tested and found to be working as intended and returned to service.